Event description:
The manufacturer received information alleging a trilogy evo active exhalation valve failure service required alarm occurred. The device was in use on a patient at the time of the occurrence. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy evo active exhalation valve failure service required alarm occurred. The device was in use on a patient at the time of the occurrence. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information/evaluation: the trilogy evo was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code in relation to "aev_failure" was recorded in the device event log. In conclusion, the device's proportional valve was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, error codes in relation to "proximal pressure sensor offset is too high" and "sensor offset during drift calculation is too high." Were recorded in the device event log therefore the system board was replaced to address the issues unrelated to the reportable malfunction/issue. The in-line filter was contaminated and replaced. Due to the 4-year preventive maintenance, the muffler assembly, particulate filter and air inlet foam filter were replaced, maintenance label was added. The device passed all final testing. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.